Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration while running the pre-test. It was further determined that the drive shaft in the locking subassembly was bent. This was due to excessive force and/ or side loading during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the hand piece was wobbly on the motor device. During in-house engineering evaluation, it was observed that the device had vibration while running the pre-test. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.